Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented with a message stating it was overheating, and the programmer shut off. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the encore bridge (be) printed circuit board assembly (pcba). Visual inspection: no abnormalities observed. Benchtop analysis: conducted on-board resistance checks of patient input resistors. Measurements were outside expected range. Reviewed the color-band codes of each resistor. The codes were consistent with 10k resistance with 10% tolerance. Components should have resistance value between 9-11ks. Each resistor was removed from the pcba and measured. All resistors exceeded necessary upper limit of 11k. Installed 4 known good resistors (10k with tolerance ±1%) on the be pcba. Resistance values were confirmed as valid prior to installation. Performed final functional test. Testing passed. Conclusion: confirmed customer complaint. Failure caused by bridge-ECG pcba resistors out-of-tolerance (resistance). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device shut down; the battery would not charge. The customer comment that the device presented with an overheating message could not be confirmed; the power supply and cable were replaced as a preventive measure. It was also noted that multiple errors were found in the logs, and the device failed multiple functional tests. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.